Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope may be contaminated by a potential diesel gas leak which may have possibly entered the facility's water supply. There were no reports of patient or user harm, or infection associated with this event.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed as they work to resolve the water issue and reprocessing their devices at an offsite location. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility. Patient identifier related to (B)(6) - model number: gif-h190, sn: (B)(6) patient identifier related to (B)(6) - model number: gif-h190, sn: (B)(6)

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be concluded although it can be presumed that it was because the user reprocessed the device by mistake with potentially contaminated water. The event can be detected/prevented by following the preventive measures that are included in the following instructions for use: reprocessing manual: 3.2 water (for reprocessing). Olympus will continue to monitor field performance for this device.